Manufacturer narrative:
The philips remote service engineer (rse) was able to remotely log into the customers primary server. The rse confirmed the hostname of the central station and then checked the device status. This confirmed that two switches were down and multiple central station hosts showed unknown status. The rse attempted to ping each host, but none were reachable. The rse advised the monitor technician to escalate the issue to their biomed. The monitor technician was also offered onsite support, but this was declined because he was not authorized and preferred to wait for biomed to troubleshoot the issue. The monitor technician was provided the case number and asked to have the biomed call philips back for assistance. The rse later contacted the customer monitor technician to verify whether the issue was resolved. The monitor technician confirmed that biomed resolved the issue but did not have details of the corrective actions taken. The product malfunction was unable to be confirmed because the customer did not provide any details as to how the issue was resolved.

Event description:
It was reported that that the customer was unable to monitor patients at the central station. The device was in use on a patient at the time of the event. There was no adverse event reported.